Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was returned for evaluation. Device analysis revealed that the telescope assembly was not able to properly pull back, advance, and retract. The telescope cannot advance the transducer distal housing (tdh) to the most distal position. An open hole was observed at the sheath lap joint section of the device. Fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed. The imaging window was still connected to the blue sheath tubing at the lap joint. No image appeared in the system due to electrical open at distal. Based on the x-ray images, no discernible defect could be seen to further characterize the electrical failure. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that dark image occurred. The target lesion was located in a 90% stenosed, moderately tortuous and moderately calcified left anterior descending (lad) artery. During percutaneous coronary intervention (pci) procedure, an opticross¿ imaging catheter was used to visualized the target lesion. Subsequently, the imaging catheter was set up then inserted into the patient. When pullback was started, dark image appeared. Furthermore, even after the device was flushed, the issue was not resolved. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good. However, returned device analysis revealed an open hole at the sheath lap joint section.